Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The manufacturer received information from the patient alleging that the patient has cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The manufacturer received information from the patient alleging that the patient has cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was three error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. During the evaluation secondary findings were observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box d: material number, catalog number and product UDI number has been updated. Box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.